Manufacturer narrative:
The manufacturer received information that the trilogy evo oxygen blending module (obm) subassembly was returned to the product investigation laboratory (pil) for evaluation. Pil performed a complete test of the obm subassembly on the pil trilogy evo test station, and it passed all testing. Pil concluded the obm subassembly operates as designed. The trilogy evo obm subassembly has been scrapped. The reported failure of the trilogy evo ventilator oxygen blending module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed active exhalation verification testing during device pre-test by a philips field service engineer. There was no patient involvement, and no harm or injury reported. The 3-way solenoid and proportional (active exhalation control module) valves were replaced to address the testing failure. The device passed all functional and safety tests after completion of repair. The ventilator was returned to clinical use.

Event description:
A trilogy evo ventilator was reported to have active exhalation control module (aecm) test failure during performance verification as reported by the customer. There was no patient involvement, and no harm or injury reported. Evaluation by philips field service engineer (fse) showed pneumatic test was performed but the reported fault was not replicated. The 3-way solenoid will be proactively replaced however as this is deemed to be the root cause of the failed on-site testing. Review of the error logs showed evidence of error code e-80 indicating the o2 proportional valve that controls the flow of o2 to the blower inlet was mechanically stuck closed or open. This requires replacement of the obm sub-assembly which have been ordered to complete the repair. Additional findings not related to the malfunction/issue: an outlet side panel required replacement. A final report is being submitted based on the completed device evaluation. If additional information becomes available that changes the reportability of this complaint, a follow-up report will be submitted.